Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07193, 2134265-2013-07195, 2134265-2013-07542. It was reported that during a coronary artery stenting treatment procedure, the patient had chest pain and plague shift was noted. In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification ib) and non-q wave myocardial infarction. The patient was referred to cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation using a 3.5x12mm apex balloon catheter and placement of a 3.50x12mm promus element stent with 0% residual stenosis. The patient complained of chest pain with a scale of 5/10. Heparin 2,000 units was administered intravenously. The chest pain decreased with a scale of 2/10. A non-target lesion located in the proximal left anterior descending artery (prox lad) was treated with pre-dilation using a 2.5x15mm maverick balloon catheter and placement of a 3.0x12mm promus stent. During intervention, there was a plaque shift into the ostium of the diagonal branch. The patient complained of chest pain and 100mcg nitroglycerin was administered. The plague shift was treated with balloon angioplasty using a 2.5x15mm maverick balloon catheter. During intervention, the patient complained of chest pain and 200mcg nitroglycerin was administered. The patient was discharged on aspirin and clopidogrel.